Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). PMA/510k: multiple 510k numbers: k111860 , k130470.

Event description:
It was reported that while using the bd max¿ instrument entire runs were positive, resulting in 43 false positive results. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the certest sars-cov-2 assay was reported against the max instrument catalog number 441916, serial number (B)(6). The complaint is unable to be confirmed with the information present. Device continues to run correctly (error no longer occurred). The root cause is unknown. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation.

Event description:
It was reported that while using the bd max¿ instrument entire runs were positive, resulting in 43 false positive results. Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.